Event description:
It was reported that a flogard infusion pump had a continuous alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of continuous alarm was confirmed as an f-37 alarm by the sample evaluation and event history log review. The cause of the alarm was due an inoperative front panel. To correct the issue front panel membrane was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.